Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Ventricular fibrillation [ventilator fibrillation]. Undissolved legoo remaining in vessel [product solubility abnormal]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) male pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt received legoo (endovascular occlusion gel) injection, dosage regimen not provided, during off-pump CABG (coronary artery bypass grafting). The lot number for legoo was not provided. It was reported that legoo was used to occlude 3 vessels and was dissolved using cold saline successfully each time. The same day (on an unk date), the pt experienced the life-threatening event of ventricular fibrillation at the end of the off pump CABG (coronary artery bypass grafting) case. It was reported by the physician that there could have been a possibility of an air embolism causing ventricular fibrillation due to some undissolved legoo remaining in the vessel (product dissolution abnormal) which caused an air pocket when it dissolved after the anastomosis was complete. On an unspecified date, the event of ventricular fibrillation resolved. The outcome for the event of "undissolved legoo remaining in the vessel was not provided. Relevant concomitant medications were not provided. The intensity for the event of ventricular fibrillation was severe. The intensity for the event of "undissolved legoo remaining in the vessel" was not provided. The causal relationship between legoo and the events was not provided by the reporting physician.